Event description:
Removal of left silicone breast implant with significant gel bleed. Signs and symptoms: chronic fatigue syndrome (cfids), memory loss/word loss, allergies to cosmetics, joint pain, stiffness, swelling in fingers and knees, muscle pain, muscle burning sensations in knee, chronic headaches, sinus headaches, low grade fevers, weight gain - (43 lb since implantation), intermittent diabetes-like test results, elevated fasting blood sugar level, lung difficulties; recurrent shortness of breath, chest tightness and pain, cardiovascular disorder, heart murmur grade 1/6 systolic murmur, extremely heavy menses, serum iron only 16, edema, swelling of breasts and legs, bruise easily, capsular contracture closed capulotomy performed to "crack" scar tissue, swollen lymph nodes, suppressed immune system, food and inhalant sensitivities (peanuts, jet fuel, cleaning products, paint) and fibromyalgia. (*)